Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's right hip was revised after patient complaint of limb length discrepancy and pain. X-ray revealed that stem had subsided. It was discovered that subsidence occurred progressively after patient suffered an unreported periprosthetic fracture that the patient decided to let go untreated. Patient had a reported bmi of 39. The liner and head were exchanged for larger-sized stryker devices. The stem and shell remained in the patient.

Manufacturer narrative:
An event regarding subsidence involving a securfit stem following a periprosthetic fracture was reported. The event was confirmed through clinician review of the provided x-rays. Method & results: -product evaluation and results: not performed as no product was returned for evaluation. The stem remains implanted. -clinician review: the provided medical records were rejected by a clinical consultant who indicated: "x-ray confirms subsidence of the stem, need operative reports, need patient clinical notes, no confirmation of post op revision treatments, need serial x-rays and examination of the explanted components". -product history review: indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusions: the provided medical records were rejected by a clinical consultant who indicated: x-ray confirms subsidence of the stem. Further information such as operative reports, patient clinical notes, confirmation of post op revision treatments, serial x-rays and examination of the explanted components are required to complete the investigation for determining a root cause. No further investigation is required at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that patient's right hip was revised after patient complaint of limb length discrepancy and pain. X-ray revealed that stem had subsided. It was discovered that subsidence occurred progressively after patient suffered an unreported periprosthetic fracture that the patient decided to let go untreated. Patient had a reported bmi of 39. The liner and head were exchanged for larger-sized stryker devices. The stem and shell remained in the patient.